Event description:
It was reported that the pump "clock runs slow and must be reset." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.